Event description:
The reporter reported a 13.2mm vicmo13.2 -15.00 diopter implantable collamer lens. The reporter stated "defective optic, used backup lens". Patient contact is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: h3- device evaluation: the lens was returned in a vial with liquid. Visual inspection found optic torn. Claim# (B)(4).

Manufacturer narrative:
H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -15.00 into the patient's eye. The lens was explanted and replaced with back up lens due to defective optic. Reportedly there was a "defective optic; used back up lens". Claim#: (B)(4).